Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider regarding a patient who was receiving 20.0 mg/ml dilaudid at 5.5. Mg/day and 8.25 mg/ml bupivacaine via an implantable drug infusion pump. The pump was implanted to treat non-malignant pain and failed back surgery syndrome. It was reported that the patient was hospitalized due to pneumonia in (B)(6) 2015. The health care provider did not believe there was any issue with the pump at the time of the pneumonia, but there might have been an indirect effect since it was suspected that the patient had a potential overdose of oral medications and developed aspiration pneumonia. The patient had sepsis and was intubated while in the hospital. The pneumonia was resolved.